Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of about 130 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated she took her insulin as normal after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she no longer has the strips and so no product will be returned for evaluation.